Manufacturer narrative:
Rwmic will collect additional information from the manufacturer and the user facility. Upon receipt of such information rwmic will submit a follow up report as appropriate. Rwmic considers this case open.

Event description:
Richard wolf medical instruments corporation, hereinafter referred to as rwmic, was notified on an event that occurred at the user facility, on an unspecified date, during patient procedure. The customer reported: "the handpiece with the cord caught on fire during a case, cutting the cord connector from the ufp connector." The procedure was completed as scheduled and there was no patient injury as a consequence of this event.

Manufacturer narrative:
The user facility was contacted in an effort to collect additional information, but no additional information could be provided. (B)(4). Caution! If products are combined incorrectly! Possible injury of the patient, user or others as well as damage to the product. Different products should only be used in combination if their intended use and relevant technical data (working length, diameter, peak voltage, etc.) Are the same. Warning! Danger of explosion! There is an explosion hazard if you activate the monopolar suction tube in an air or gas bubble! This will result in thermal tissue damage. Activate the hf current only if: the suction tube is visible through the scope and is immersed in irrigation fluid. The required tissue contact is guaranteed. Caution! Avoid excessive hf voltage! Danger of injury if insulation is damaged! Exceeding the maximum recurring peak voltage of the suction tube in combination with hf surgical devices and / or selecting the wrong mode can destroy the insulation, resulting in leakage currents. Warning! Hf sparking! Insufficient distance between live hf parts and other conductive parts may cause inadvertent damage to the tissue or the instrument. Rwmic considers this case closed. Should additional information become available a follow up report will be submitted.

Event description:
User facility returned the device to richard wolf medical instruments corporation (rwmic) on august 15, 2018, and the evaluation was completed on november 06, 2018. The device appeared to be used, broken, and bent - tubing was bent, insulation on shaft contained puncture holes, plastic parts showed deterioration, and the insulation collar was chipped. The reported condition could not be verified using visual and electrical testing. It was determined that the hand piece had reached the end of its useful life. The root cause was determined to be normal wear and tear. A manufacturing defect was not identified. The device was scrapped.